Event description:
The customer sent an e-mail message stating that he and his wife believed they were receiving inaccurate readings when using the ear thermometer. On 01/12/1999 they suspected their child was ill, and checked his temperature with the unit. The five readings obtained ranged from 102.3 to 105.6 f. They administered motrin and claim his fever went down. A few hours later, the boy felt hot again. They used the ear thermometer and obtained a reading of 102.3 f. Sometime later, the child experienced a seizure. After the seizure, the customer obtained a reading of 105.7 using a standard glass thermometer. The child was taken to the hospital. No additional information regarding treatment is available.